Manufacturer narrative:
Information received from the physician indicates that the patient requested to remove the system due to poor healing of the incision. There are no test results known to the firm to confirm presence or type of infection. There is no indication of any system or component failure and no complaint from the patient regarding therapy coverage from the nalu system. Poor healing of surgical sites is a known inherent risk of surgical procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after having completed a successful trial and wear study with nalu. Approximately 6 weeks after activating the system the firm was notified that the surgical wound was not healing as expected and infection was suspected. On (B)(6) 2024 the firm was notified that a full system explant was performed per the patient request.